Event description:
It was reported that the patient was experiencing inadequate stimulation and difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg explant procedure.

Event description:
It was reported that the patient was experiencing inadequate stimulation and difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg explant procedure. Additional information was received that the patients ipg will not be returned as it was kept by the medical facility.